Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly/motor noted. The insulin pump had minor scratched liquid crystal display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was not known. It was advised to revert to a back-up treatment plan. Nothing further was reported.